Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported brain hemorrhage due to a fall, heart failure exacerbation, and patient outcome could not be conclusively determined through this evaluation. The account reported that the patient fell and experienced an intracranial hemorrhage. The patient reportedly expired on (B)(6) 2021 while in hospice due to the brain hemorrhage and heart failure. The pump was not returned for evaluation. The heartmate 3 lvas IFU, rev. C, is currently available. This IFU lists bleeding and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. Review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported through the patient outcome, that the patient passed away due to heart failure while in hospice on (B)(6) 2021. Whether the outcome was device or therapy related was not provided. It is unknown if the device will be returned for evaluation. It was additionally reported on (B)(6) 2021 that the patient had passed away due to intracranial hemorrhage post-fall. The death was not considered to be device related and the device reportedly operated as expected.